Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a minicap transfer set. This was described as ¿the dark blue connecting threads unscrewing from the light blue twist grip." This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.